Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with an unknown antibiotics. Ten days after event onset, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering and treatment was ongoing. Additional information is not available.